Event description:
Complainant alleged that while attempting to pace a patient the device was unable to adjust the device's pacer output. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.